Event description:
It was reported that the user experienced low glucose during exercise and had not paused or disconnected the ilet pump, and later reported that the ilet displayed a frozen glucose value of 87 mg/dl while a fingerstick read 100 mg/dl; the user recalibrated the dexcom g7 and the ilet then displayed 89 mg/dl and steady, and education was provided to pause and disconnect insulin during workouts and on expected variance between sensor and glucometer readings. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no hospitalization. Investigation included user counseling on exercise-related insulin management and sensor-glucometer correlation with recalibration guidance. Investigation of this case revealed no device malfunction and findings consistent with sensor-to-glucometer variance within expected limits and exercise-related glucose lowering when insulin delivery is not paused. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user management factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.